Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but was not positioned in an ideal spot. The physician fully recaptured the device and attempted to redeploy the closure device a second time. The physician was unable to redeploy the closure device. It was noted that the tip of the wds had become damaged, and the closure device was unable to be redeployed as a result. A new wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but was not positioned in an ideal spot. The physician fully recaptured the device and attempted to redeploy the closure device a second time. The physician was unable to redeploy the closure device. It was noted that the tip of the wds had become damaged, and the closure device was unable to be redeployed as a result. A new wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman flx delivery system with the implant in the sheath. Inspection revealed numerous kinks in the sheath. Examination under the microscope found the tri-cuts were flared, one of the tri-cuts was folded inward, and there were abrasions within the sheath tip. Product analysis confirmed the reported event as the tip was damaged.